Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter.

Event description:
It was reported that there was something wrong with the tubing where it wasn¿t providing drugs to the spinal cord. The reporter was trying to figure out whether the tube should be replaced or the pump and tube should both be removed. It was unknown what drug was in the pump.